Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue mx800 patient monitor did not alarm for a desaturation on (B)(6) 2020 at 17:30 for the patient in room 460. The nurse went into the room and stated the spo2 was in the 60s. No death or patient injury or harm was reported.